Manufacturer narrative:
The investigation was completed by conducting a thorough eveluation of the product and the reported information. The issue was determined to be a defect in a third party product, first databank (fdb), which is incorporated into mosaiq.

Event description:
It was reported that allergy to medication alert was not triggered when a medication from the same 'drug family' that patient was allergic to was added. Based on the available information, there was no report of mistreatment.